Event description:
I went to (B) (6) in (B) (6) to have an age spot removed. It was recommended that I receive a photo facial using the palomar starlux intense pulsed light system. I had extremely dry skin under my eyes and facial fat loss in my cheeks. Dose or amount: 1 treatment. Event abated after use stopped or dose reduced?: no.